Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient went through withdrawal 3 times and it's an experience they never want to go through again.